Event description:
It was reported that when opened the device to be used to the patient, upon testing lots of smoke coming from the wand. The wand was tested with 2 systems and failed. Suction and irrigation were working. Additional information was requested and it was confirmed that the device overheated.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the device associated with this event is returned at a future date, this evaluation will be reopened for investigation. The procise ez view coblator ii wand will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.